Event description:
It was reported that prior to an unknown procedure the proximal tip of cartridge was broken.

Manufacturer narrative:
(B)(4). The analysis results found that the tcr10 reload was received with the reload forks damaged and fully loaded with staples. No functional test was performed. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.